Event description:
The hosp returned a stabilizer with a broken foot. The hosp did not report the failure or provide any additional info. It was confirmed with the hosp that there was no pt complication occurred from the foot breaking off of the stabilizer. Failure analysis performed in march 2004 on the returned device shows the foot broke into multiple pieces. This is a reportable malfunction.